Event description:
1. Elevated right atrial capture threshold. See lead trends for details. Measurement consistent with historical values. Potential atrial capture issue. 2. Device appears to be undersensing on atrial lead. See treated vt/vf episode # (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).